Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support that a replacement pump with updated software would be sent. Technical support also provided instructions for putting the malfunctioning pump into storage mode, returning it within ten days, and programming settings on the new pump. The customer opted not to require a signature for delivery and was informed of the need to connect their cgm to the replacement pump.